Event description:
During the IV fluid change, the new tri-fuse had one port that would not flush. Manufacturer response for IV connector set, mini trifuse (per site reporter): notified by e-mail 9/26/2016.